Manufacturer narrative:
The customer reported that the device charged coupled device (ccd) chips was damaged, and it was not economical to repair the 9-year-old camera. Therefore, the camera was retired, and the device will not be returning for evaluation or repair. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd autoclavable camera head exhibited no image due to damaged charged coupled device (ccd) chips. There were no reports of patient harm associated with this event. Additional details regarding the event was requested but the customer did not provide additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the damaged charge coupled device (ccd) chips could not be determined. Olympus will continue to monitor field performance for this device.